Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the condition could not be confirmed. The device was tested and met all specifications. (B)(4).

Event description:
Report received form the USA stating that the device was "heating up and the burrs are skipping." The device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.